Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per (B)(4) with no abnormality observed. Current control there is outgoing inspection and in-process inspection in place to check for foreign matter. Due to no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
It was reported that bd syringe 10ml ll 21x1intw india had foreign matter. Dust are there pack inside of the luer lock syringe.